Event description:
It was reported that the device was used during a robot gastric bypass. The staple line failed. The staple line was oversewn and the case was completed. No other information was provided with the device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Procedure cartridge not returned. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. At what location on the tissue? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Asku. What color cartridge was being used? White. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? If so, which product? Asku. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? If so, when? Asku. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. What were the patient's pre-existing conditions? Morbid obesity. Does the patient have any relevant history of surgical treatments? If so, what? No. How long has the surgeon been using this device for this procedure (in years)? Asku. Was there a recent conversion to ees devices in this account or with this surgeon? No. The surgeon core assistant stated that the staples were not formed correctly. The analysis found that one device was returned in good visual condition and with a non sterile ecr60w cartridge reload present. The cartridge was received unfired which indicates this was not the cartridge utilized during the procedure. The device was tested for functionality in the straight position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The cut line was complete and the staples were noted to have the proper b-form shape. However, one staple was missing along the staple line; this staple does not create a fluid path. The event could not be confirmed as the cartridge used for the procedure was not returned and the device did not deliver a staple line that could create a fluid path. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process. The following information was requested, but unavailable: